Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the foreign material found in the nozzle, additional evaluation findings were as follows: the bending section cover glue was separated, the acoustic lens was cut, and the control section had a scratch/crack/chip/discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that while reprocessing the evis exera ii ultrasound gastrovideoscope, there was a problem with the insufflation. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was foreign material (a non-organic amalgam of fibrous material) in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.